Event description:
The complainant alleged that during a routine shift check by a clinician the customers device displayed a "short right paddle" message while attached to these paddles. The complainant indicated there was no pt involvement with this reported malfunction.